Event description:
Pt underwent fluroscopy to determine why infusaport wasn't functioning. Piece of infusaport was found to have apparently sheared off and was found in pt's right ventricle. Piece of infusaport was retrieved under invasive radiology without much difficulty.